Manufacturer narrative:
It is unknown if the device will be returned for evaluation. (B)(6).

Event description:
The customer reported having approximately 40 leaks at the marvelous valve of a transpac¿ IV quad monitoring kit w/03 ml squeeze flush devices, stopcocks, needleless valve and arterial pressure tubing that lead to a variable amount of blood loss. These events occurred over a month. There was patient involvement, but no reported harm.

Manufacturer narrative:
H10: no product samples, pictures, or videos were received for investigation. Therefore, a comprehensive failure investigation cannot be performed and a cause cannot be determined. A manufacturing record review could not be completed as the lot number was not provided by the customer. Additional information in d10.